Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4) implanted: explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (3.0 mg/ml at 1.0007 mg/day), baclofen (600.0 mcg/ml at 200.13 mcg/day), bupivacaine (20.0 mg/ml at 6.671 mg/day) and clonidine (300.0 mcg/ml at 100.07 mcg/day) via an implantable infusion pump. It was reported the patient presented to the hospital with altered mental status and lab reports revealed gram negative meningitis. The patient did have a (non-registry) neurostimulation system revised on (B)(6) 2017. The pump and catheter were explanted secondary to infected pump and catheter on (B)(6) 2017. The pump and catheters were not replaced. The event resulted in in-patient hospitalization. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a clinical study indicated the clinical diagnosis was infected pump/catheter. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4) conclusion code: (B)(4) results; (B)(4) conclusion code: (B)(4) results: (B)(4); analysis of the pump (sn; (B)(4) found no anomaly. The device passed all functional testing in the laboratory. Analysis of the catheter (sn; (B)(4) found a user related hole in the catheter body. Analysis of the catheter (sn; (B)(4)) found the catheter was returned in segments. No anomalies were noted on microscopic inspection, the catheter was patent and passed pressure leak testing. The previously reported conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.